Event description:
The reporter indicated that intermittent loss of atrial capture, and intermittent undersensing in both the atrial and ventricular channels were observed. An atrial lead problem and noise reversion is suspected; however, iegms did not annotate "noise". Upon re-opening the pocket, the only thing noted was blood in the ventricular lead; it appeared that the suture had punctured the lead. The ventricular lead was capped and replaced.